Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain, pain") and genital haemorrhage ("heavy bleeding, abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. 713466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer, multigravida, parity 2, chemotherapy, radiation therapy and molar pregnancy. Concurrent conditions included peripherally inserted central catheterisation and premenopause. Concomitant products included ibuprofen (advil) since 2015. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines/ migraine/headache"), weight increased ("weight gain / loss specify which one: weight gain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: bad mood changes") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal distension ("painful bloating"), dysmenorrhoea ("painful menses"), menstruation irregular ("irregular menses") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy (full) with salpingo-oophorectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the abdominal distension, dysmenorrhoea, menstruation irregular, genital haemorrhage, migraine, weight increased, loss of libido, dyspareunia, mood swings and fatigue outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of libido, menstruation irregular, migraine, mood swings, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative; on (B)(6) 2012: negative. Lmp was on (B)(6) 2012. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital haemorrhage, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain, pain") and genital haemorrhage ("heavy bleeding, abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. 713455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (advil) since 2015. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines/ migraine/headache"), weight increased ("weight gain / loss specify which one: weight gain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: bad mood changes") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal distension ("painful bloating"), dysmenorrhoea ("painful menses"), menstruation irregular ("irregular menses") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy (full) with salpingo-oophorectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the abdominal distension, dysmenorrhoea, menstruation irregular, genital haemorrhage, migraine, weight increased, loss of libido, dyspareunia, mood swings and fatigue outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of libido, menstruation irregular, migraine, mood swings, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication, removal date updated, lot no, concomitant medication, new events mood swings, headache and fatigue added. Outcome for the events pelvic pain added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain, pain") and genital haemorrhage ("heavy bleeding, abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. 713466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer, multigravida, parity 2, chemotherapy, radiation therapy and molar pregnancy. Concurrent conditions included peripherally inserted central catheterisation and premenopause. Concomitant products included ibuprofen (advil) since 2015. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines/ migraine/headache"), weight increased ("weight gain / loss specify which one: weight gain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: bad mood changes") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal distension ("painful blaoting"), dysmenorrhoea ("painful menses"), menstruation irregular ("irregular menses") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy (full) with salpingo-oophorectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the abdominal distension, dysmenorrhoea, menstruation irregular, genital haemorrhage, migraine, weight increased, loss of libido, dyspareunia, mood swings and fatigue outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of libido, menstruation irregular, migraine, mood swings, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative; on (B)(6) 2012: negative lmp was (B)(6) 2012. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital haemorrhage, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporters details added. Lot number updated from 713455 to 713466 . Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("painful bloating"), dysmenorrhoea ("painful menses"), menstruation irregular ("irregular menses"), genital haemorrhage ("heavy bleeding"), migraine ("migraines"), weight increased ("weight gain"), loss of libido ("loss of libido") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a pelvic surgery). At the time of the report, the pelvic pain, abdominal distension, dysmenorrhoea, menstruation irregular, genital haemorrhage, migraine, weight increased, loss of libido and dyspareunia outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, genital haemorrhage, loss of libido, menstruation irregular, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.